Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer needs a power supply urgently. No specific issue was provided. There was no reported patient involvement/adverse patient impact.

Event description:
The customer contacted philips to purchase a replacement power module. There was no reported functionality loss and no further failure mode information was provided. There was no reported patient involvement/adverse patient impact.